Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-05336 & 1825034-2015-00580).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2000. Legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records indicates that a left hip revision procedure was performed on (B)(6) 2011 due to pain and instability. Revision operative report noted particulate synovitis, wear and fracture of the polyethylene acetabular liner and vertical acetabular cup alignment. The revision operative report further indicated that the instability was a result of the liner wear/fracture. The acetabular cup, liner and modular head were replaced with competitor acetabular components and a biomet ceramic head.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2000. Legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.